Event description:
It was reported by the rep that while preparing to use (1) hp052 handpiece with a dh105 blade and also with a cs14c, the rep asked the scrub nurse to check to see if the handpiece was working prior to starting the case. The generator gave a solid tone with both instruments and the rep asked the nurse to put on the test tip. The test tip also gave a solid tone. There was no consequence to the pt.